Manufacturer narrative:
Complaint number (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be sent if the product is returned or if additional information is received.

Event description:
It was reported that the x-series double trigger handpiece part number 89-8520-400-00 serial number unknown was vibrating so bad that the x-series aseptic battery housing part number 89-8521-470-40 lot number unknown came open during surgery. The following report is relative to the x-series aseptic battery housing part number 89-8521-470-40 that opened during surgery in the sterile area leading to a potential sterility issue. The lot number is unknown as the x-series aseptic battery housing was mixed with other units. There was no additional harm or injury to patient/operator reported. A follow up was performed to the customer in order to get the lot number of the x-series aseptic battery housing part number 89-8521-470-40 without any response.

Event description:
It was reported that the x-series double trigger handpiece part number 89-8520-400-00 serial number unknown was vibrating so bad that the x-series aseptic battery housing part number 89-8521-470-40 lot number unknown came open during surgery. The following report is relative to the x-series aseptic battery housing part number 89-8521-470-40 that opened during surgery in the sterile area leading to a potential sterility issue. The lot number is unknown as the x-series aseptic battery housing was mixed with other units. There was no additional harm or injury to patient/operator reported. A follow up was performed to the customer in order to get the lot number of the x-series aseptic battery housing part number 89-8521-470-40 without any response.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Aseptic battery housing, part number 89-8521-470-40, lot number unknown, was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. No device history records review was performed as lot number was unknown. Another follow-up report will be performed if the product is received.